Event description:
The company was made aware that the pt's device was explanted due to infection. It was also reported that the pt experienced two previous infections which have resolved (dates and treatment unk). The pt will be reimplanted. Advanced bionics is in the process of gathering more info. Once additional info becomes available, a supplemental report will be submitted.